Manufacturer narrative:
Device returned to manufacturer on 9-nov-2023. The complaint of leakage can be confirmed on the returned (1) used list #unknown primary plum set. As received, the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.

Event description:
The incident involved an unknown ICU medical tubing set on an unknown date in (B)(6) 2023. It was reported that the customer had propofol leaking out of the vents. The leak occurred at the convertible piercing pin with drip chamber. No hole, cut, tears or any defect was noted on the tubing. The customer reviewed spiking technique with staff to ensure vent is closed during spiking, however, when they attempted to replicate the issue, they are unable to get any fluid to come out of the vent. It is unclear on how the tubing can get so saturated during spiking that it will leak out. There was patient involved but no patient harm reported. This is the first of two reports.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: telephone extension: (B)(6).